Event description:
It was reported that the plate did not fit over the screw. The screw was inserted in to the femoral neck, the dhs board position was not compatible with the screw slider sliding screw, another was screw used. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The examination has showed that the positioning groove is expanded and damaged, therefore, the proper function is not ensured. The implant was analyzed for conformance to print specifications as well as the device history records were researched. The additional evaluation review revealed that the screw was manufactured in compliance with the specifications. No complaint related issues were found.